Event description:
After surgery while trying to reassemble trays, the rep discovered the two pieces of balanced sizer cold welded together.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states that after surgery while trying to reassemble trays, the rep discovered the two pieces of balanced sizer cold welded together. Following inspection of the returned device the root cause was attributed to product design. If the IFU is not followed appropriately then this renders the device not as robust. The material of the handle has been altered to reduce the chance of galling via eco425544. It is unlikely there is a manufacturing fault. It should be noted that this product is from a batch previous to the implementation of eco425544. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.